Event description:
A report was received that the patient was experiencing discomfort at the ipg site. The ipg was too low and was irritating the patient. The patient underwent a revision procedure wherein the ipg was moved higher. The patient was doing well postoperatively.